Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
The customer reported being hospitalized due to a diabetes-related issue while using the insulin pump and related supplies. The highest recorded blood glucose (bg) level was 450 mg/dl, and there were high ketone levels identified as dangerous. Cause was not known; however, a pump system check was performed, and it was determined that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. The technical support team educated the customer on insulin labeling. Insulin was administered via a manual injection to initially address bg. At the hospital, healthcare providers administered intravenous fluids of saline and insulin to treat bg. Customer was discharged on july 3rd, 2025 with the issue resolved and no permanent damage.